Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin transmission. Upon interrogation, undersensing was noted on the atrial lead. Patient came I clinic and undersensing was verified while patient was lying flat and during deep inhalation. Patient also experienced significant muscle stimulation on right side with atrial pacing. Chest x-ray was done and confirmed that the atrial lead was dislodged. Programming changes were made prior to patient coming in for atrial lead revision. Lead revision was done (B)(6) 2019. Patient was recovering.